Event description:
The hcp reported the pt was experiencing withdrawal symptoms in 2004. No flow from the sideport was reported. An x-ray of the spine showed a broken catheter. The catheter was replaced. The pt is reported to have recovered without sequela.